Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in a mid distal left anterior descending artery. An nc emerge balloon catheter was used to post dilate the stent but during the fourth inflation at 24 atmospheres for 3 seconds, the balloon ruptured. While the device was being withdrawn, the balloon material came off of the shaft of the balloon and was not able to be retrieved. The physician stented he balloon material against the wall of the artery. No further complications were reported and the patient was fine.